Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently the "0" button is unresponsive to presses. During troubleshooting with tandem technical support the "0" button was responding to presses as intended. Customer's blood glucose level was not impacted.